Manufacturer narrative:
The reported event of helix mechanism failure was confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found an extended helix. X-ray examination found an over torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to an over torqued inner coil at the connector region.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was unable to extend prior to being placed in the body. The rv lead was not used and was replaced to resolve the event. The patient was in stable condition.